Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage in end of service (eos/eol) level and programmed to high settings. Electrical analysis performed did not find any anomaly, device exhibited eol characteristics. There was evidence from the device image that auto capture and rate responsive feature were enabled and operated in high output mode at times. When automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Longevity assessment was performed, based on average drain current, and the device has exceeded the projected longevity and is considered normal battery depletion.

Event description:
It was reported that, the device was interrogated and the device battery longevity was found to be shorter than expected. Premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.